Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer stated that the cannula was not inserted into her body and it was out of her body. The customer stated that she never got insulin delivered into her body for 3 days. The product was not returned for analysis.